Manufacturer narrative:
On 1/5/2021, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation was performed for the finished device 177061 number, and no non-conformance's were identified. On 1/14/2021, the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear within the shell abrasion was noted measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425 cc and suffered from a bilateral capsular contracture baker grade IV and deflation on the right breast implant. The right side was calcified. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450 cc on (B)(6) 2020. This medwatch is for the right breast implant.